Manufacturer narrative:
The customer indicated the device was discarded. (B)(4). The domestic list number has a common device name of 80foz and is pre-amendment 510k. The info on reprocessing of the device was requested; however, no response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a separation. The catheter was being used to deliver an unspecified solution. After an unspecified length of time in use, "the catheter broke away from the luer lock part of the needle." The remaining piece of catheter was removed from the vein with "tweezers." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.